Event description:
On (B)(4) 2022, haemonetics was notified of a (B)(6) male donor fatality on (B)(6) 2022 for an unknown reason as indicated in a (B)(6) posting. The last donation utilizing the nexsys plasma collection system occurred on (B)(6) 2022 by this donor. No significant information or concerns were noted on the date of his last donation. It is unknown if an autopsy was performed or if a medical examiner report will be available. There were no device errors or issues with the disposables noted during the donation.

Manufacturer narrative:
Cause of death is unknown and there will be no autopsy report. The center has not received any additional information on this case and no further information is expected. A haemonetics field service engineer evaluated the nexsys plasma collection system used by the donor. Diagnostics, functional test and visual inspections were performed and all systems passed. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.